Manufacturer narrative:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that while the patient was placed on the shower trolley, she was turned to the left side (in order to wash her back by the supportive caregivers). At that time the device's side supports were closed in the outer position. Then the side support opened and the patient fell to the floor on the side of the caregiver. Two caregivers were present during the event. All brakes of the device were applied. As per the initial information provided by the customer facility the patient sustained hematoma on both knees and open wound of 5 cm at the level of the skull. According to the collected information, a dressing similar to steri-strips was applied on the resident's head wound. On 2018-dec-11 arjo has received updated information regarding the injury sustained by the involved resident. According to the medical description the resident's injuries were as following: pelvis: severe bilateral coxo-femoral and iliac dysplasia. Secondary degenerative remodeling at the coxo-femoral joints. No obvious traumatic bone lesions. Left leg and ankle: fracture without displacement at the distal diaphysis of the tibia, with splitting line at the tibial pestle. Based on the updated information provided by the customer facility, the medical examination was performed on (B)(6) 2018. The patient was taken to the emergency room for treatment. The device was inspected by the arjo representative. Side supports were checked while locked in the outer position, as during this unfortunate incident. They remained blocked under weight and it was not possible to recreate the reported problem. There was no functional nor mechanical failure identified within the involved side rails. Each handle has to be accidentally pressed to unlock and according to the collected information, they were unlocked by an involuntary leg movement of a caregiver. Carevo shower trolley is intended for assisted hygiene care, especially dressing/undressing and showering of patients in care environments like senior/assisted living, group home, special care, nursing homes, hospitals and home care. According to the collected information both of the side support handles were locked before use, but were accidentally released by the caregiver. The product is equipped with two side supports/panels to secure the patient. Each side support has two side support handles, which lock on the hooks (placed on the trolley frame). One latch on each handle locks the side support on the stretcher frame hooks. The side support has three positions, presented in the instructions for use (IFU 04.ba.08_9 dated on september 2014): inner, outer and down folded down (p.14). The outer position can be adjusted for more space for the patient. According to the IFU: "the carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use." (P. 5). The caregiver shall be aware how to perform hygiene routines properly, without posing the patient at risk. The documents instructs also, that when side panels are raised to desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position: "to avoid the patient from falling out of the device make sure that all side supports are in a locked position." (P. 14). Please note that if one side support handle is not properly engaged, it is visible in comparison to the correctly locked handle. The carevo is subject to wear and tear, and some actions specified in the IFU must be performed by caregivers on regular basis to ensure the product remains within its original manufacturing specification: "every week - perform functionality test: check opening handles on the side supports and that they lock properly." (P. 40). It is worth noting that the side supports/panels of carevo are designed to be safe to use for both carer and resident. The side support shall not unintentionally open and the product shall be easy to use and understand for the carer. Please also note that according to the en iso 10535:2007 the operating force needed to unlock the carevo side support handles should not exceed 30 n and not be lower than 10 n. The carevo shower trolley was tested and it was confirmed that side support meet this specified design requirement. In addition, the carevo's design includes ergo-access area located in the middle of each side support. It's designed for the caregiver to be able to stand in a more ergonomic posture and be able to reach the patient better. The review of reportable events with the involvement of the carevo shower trolley in last years revealed a limited number of similar incidents. In summary, according to the customer allegation, the side support opened during use which led to the resident fall, so the device did not perform as intended. However, the technical evaluation did not reveal any malfunction. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to the reported resident fall and an injury occurrence.

Manufacturer narrative:
The final investigation conclusion is under the preparation and will be provided within the next report as soon as possible.

Manufacturer narrative:
On 2018-dec-11 arjo has received updated information regarding the injury sustained by the involved resident. According to the medical description the resident's injuries were as following: pelvis: severe bilateral coxo-femoral and iliac dysplasia. Secondary degenerative remodeling at the coxo-femoral joints. No obvious traumatic bone lesions. Left leg and ankle: fracture without displacement at the distal diaphysis of the tibia, with splitting line at the tibial pestle. Based on the updated information provided by the customer facility the medical examination was performed on (B)(6) 2018. The patient was taken to the emergency room for treatment.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that the patient was one the shower trolley, turned to the left side and the side supports were closed in the outer position. Then the side support opened and the patient fell to the floor on the side of the caregiver. The patient sustained hematoma on both knees and open wound of 5 cm at the level of the skull. The doctor was present at the customer facility and was able to intervene. According to the collected information, a dressing similar to steri-strips was applied on the resident's head wound.